Event description:
It was reported to philips that there was a problem with the wired footswitch, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue was intermittent the user tried pressing the footswitch again and procedure was completed. The philips field service engineer (fse) went onsite and found that there was no reaction when the footswitch was pressed. The fse replaced the defective wired footswitch and returned to supplier for further analysis. The analysis identified there was loose and broken off element. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The complaint reports that there was an issue with the wired footswitch and the procedure was completed using the same wired footswitch by tapping it again and no harm was reported. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.